Event description:
Procedure: sleeve gastrectomy. According to the reporter: the ring which holds the endo catch was difficult to open by pushing the handle. As the bag was being opened, openings were seen on the join line between the bag and the ring. As the ring was being positioned, before the string was pushed and the specimen was put into it, bag detachment was observed. After that, the incision was extended 10cm and the specimen was removed without endo catch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).